Event description:
It was reported to covidien on 09/30/2008 that a customer had a problem with a dialysis catheter. The customer states that the patient got the catheter in 2007. In 2008 they notice a crack in the ultem adapters. They decide to remove the palindrome in 2008. They have used braun luer lock and to clean the adapters they have used "derma preop".

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.